Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced a urinary tract infections, some discomfort with sex and mesh extrusion. A partial explant and excision of mesh extrusion was performed under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.